Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: j thorac dis. 2025 sep 30;17(9):6435-6442. Doi: 10.21037/jtd-2025-399. Epub 2025 sep 25. Pmid: 41158375; pmcid: pmc12557663. Https://doi.org/10.21037/jtd-2025-399.

Event description:
Management and outcomes of acquired benign tracheoesophageal fistula: a single-centre experience of 58 cases. The aim of this retrospective study provide additional valuable clinical data and identify risk factors related to the surgical treatment of tef. From january 1998 to december 2023, a total of 58 patients were included in the study. 31 males and 27 females with mean age, years 46.5 (36.5¿57). The device used to these patients were 4-0 polydioxanone (pds, ethicon inc., somerville, nj, USA) suture, whereas the anterolateral ends were anastomosed with interrupted 3-0 vicryl sutures (ethicon inc., cornelia, ga, USA). Reported complications: 4-0 polydioxanone (pds, ethicon) 3-0 vicryl sutures (ethicon) -vocal cord paralysis (n=8) treatment: not reported -anastomosis dehiscence (n=4) treatment: not reported -recurrence of fistula (n=4) treatment: not reported -reresection (n=4) treatment: not reported in conclusions, surgical treatment of tef is an effective method for providing definitive treatment in the majority of cases. Extremely meticulous preparation of the patient before the planned surgery is highly difficult. The length of the resected tracheal segment is an independent prognostic factor for severe postoperative complications, including fistula recurrence.